Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose is 168 mg/dl. Customer experienced vomiting. Customer's blood glucose reading at the time of the event was 803 mg/dl. During troubleshooting, time and date correct. Programming is correct. Manual prime is correct, insulin exited the insulin pump. Nothing further reported.